Event description:
It was reported that a monarc subfascial hammock was implanted to treat the plaintiff's stress urinary incontinence. Date of the implant is unk. The plaintiff's attorney alleges that, as a results of the implant, the plaintiff has suffered "severe and irreversible injuries, conditions, and damages." It was also alleged that the plaintiff has suffered "a negative immune response" to the implanted mesh, and that has promoted an "inflammation of the pelvic tissue and contributes to the formation of severe adverse reactions to the mesh."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.